Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the returned device confirms the impactor is missing a portion of one plastic arm cover and missing the other arm cover on the anterior tip, which was not returned with the device. The device show significant signs of wear/usage. The device was manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the plastic tip on the posterior part of the instrument that fits within the femoral implant broke while impacting the femur. No delay or patient injury reported. A backup device was available.